Event description:
It was reported that that there is a crack at the bottom of the insulin pump. The caller stated that he is using a piece of tape to hold it together and still is wearing the device. The blood glucose reading was 101 mg/dl. Advised the mother to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a cracked end cap, scratched display window, cracked battery tube threads, and a broken belt clip.